Manufacturer narrative:
The pump was returned to animas for eval .the results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the "up/contrast" keypad buttons did not respond to user inputs, the "down/ok" keypad buttons intermittently responded to user inputs, it was observed that the "up/contrast" key contacts traces were broken, the "down/ok" key contacts became inverted when pressed and there was evidence of adhesive/contamination under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly not responding when pressed. It was reported that they all feel and spring back normally when pressed and that the keypad is intact. There was no adverse event associated with this complaint.